Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. Investigation summary: according to the information received, we have had an incident where the suture needle spontaneously released from the suture thread. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code w525 was received for evaluation. Visual inspection of one unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number pej827 / xcw52519, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: it was reported " suture needle spontaneously released from the suture thread." Please clarify: what was the name and date of the procedure? Apical surgery (root tip operation) (B)(6) 2021. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Suturing during passage through tissue. Was the needle removed from the patient during the same procedure? Yes, immediately. Was there any patient consequence or injury? No, no patient injury has occurred. However, there was the risk of swallowing / aspiration. What medical/surgical intervention was provided? Apical surgery (root tip operation). What is the condition of the patient? An elderly person with some what compromised general health, but the patients general health has not been affected by this event.

Event description:
It was reported that a patient underwent an apical surgery (root tip operation) on (B)(6) 2021 and suture was used. During the procedure, the suture needle spontaneously released from the suture thread. There were no adverse patient consequences reported. No additional information was provided.